Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
This device was received by the biosense webster product analysis lab (pal) under another complaint. However, the lot number of the returned device did not match the lot number of the other complaint. Multiple attempts were made to clarify if the received device belonged to that complaint, but no response was received. A new complaint was created because on (B)(6) 2018, the pal discovered reddish material in pebax sleeve and a tear/hole in clear pebax. The reddish material in pebax sleeve has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The tear/hole finding has been assessed as MDR reportable. The awareness date has been reset to 12/10/2018.

Manufacturer narrative:
The investigational analysis completed 1/18/2019. The device was visually inspected, and reddish material was found inside the pebax. On 1/9/2019, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).